Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the key contacts. Evaluation also revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no damage or peeling was observed. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and evidence of contamination was found under the down arrow and contrast key contacts. Evaluation also revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).